Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed a leak of coulter lyse iii differential lytic reagent (lytic agent to prepare a diluted whole-blood sample) from a hole in the lyse restrictor line tubing. The fse replaced the lyse restrictor tubing to resolve the leak. (B)(4).

Event description:
The customer reported a leak of approximately one hundred milliliters (100 ml) from the coulter lh 780 hematology analyzer upon completion of the startup procedure. The customer indicated that the leak was contained to the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.